Event description:
The facility reports an anxious amputee patient was placed in the lift to be moved from wheelchair. The patient was lifted with two healthcare staff on sight. As one staff person was moving the wheel chair from under the patient, the staff workers heard a "pop" and the patient fell from the lift. The patient landed directly on the head, causing an internal head injury.